Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. The thump software was unsuccessful due to the pump stuck in critical pump error (open book image) alarm. The pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to lock a sc1 cap into the reservoir compartment due to a missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, dog chew marks, scratched case, broken reservoir tube lip, detached retainer, missing o-ring (reservoir tube) and broken battery tube threads. Critical pump error (open book image) alarm confirmed, problem isolated to electronic stack. Cosmetic damage confirmed at reservoir compartment. Retainer ring damage confirmed. Reservoir unable to lock into place was confirmed due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated insulin pump was damaged near reservoir compartment . The event involved product(s) mmt-1886. Troubleshooting was performed for cosmetic damage. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer has returned the device for analysis.